Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after their usual breakfast despite announcing the meal and confirming the customary carbohydrate amount, with the meal announcement made immediately before eating while using the ilet system. Symptoms included hyperglycemia. Outcomes included correction by the pump with blood glucose returning to range and no further clinical intervention. Investigation included troubleshooting and user education with guidance to continue monitoring and to call back if issues recur. Investigation of this case revealed no device malfunction and no component failure, and the event was consistent with cause unclear hyperglycemia that self-resolved with automated correction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.